Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the insulin pump powered off when attempting to remove the battery cap. The customer's blood glucose was 176 mg/dl at the time of incident. The caller also reported the insulin pump was blank. The caller stated they were able to remove the battery cap at the end of the call. The customer declined to troubleshoot for the blank display. Customer declined to return the insulin pump for analysis.